Event description:
The ICD and associated leads were explanted due to infection. The physician's office described the infection as a "staph epidermis" which they attribute to this pt's resistance to an antibiotic. Source does not believe that the infection was related to device sterility. The infection is being reported under an agreement that was communicated to FDA on november 13, 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA's san jose office.